Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor failed. The customer stated it was not a motor error alarm. Troubleshooting could not be completed as the customer reported that the act button was unresponsive. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 189 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was assisted with programming the other insulin pump he had.